Event description:
According to the incident report of (B)(6), the pt did feel a prickle in the mucosa of the cheek immediately after application of gluma desensitizer (gd). Within two days the pt did develop a severe swelling of the cheek and later also of the tongue and lower lip. The pt was initially treated with antihistamine without any effect and subsequently with steroids which did have effect - the swelling disappeared within some hours. The pt did not use any medication and did not have any common diseases. Further info was given by the dentist via mails on (B)(6) 2009: the dentist applied gd on (B)(6) 2009 on sensitive root surfaces of a female pt. The right upper molars and the premolars in the left lower jaw were treated. All teeth had been cleaned previously with ultrasonic curettage and polished with rotating instruments using pimpstone plus toothpaste and glycerin - paste. The dentist used a blue-stick after drying the surface. The gd was applied for about 10 seconds, air-dried, only rinsed off by the pt herself. The teeth were not isolated as such but a cotton tampon was used to keep the tooth dry, and to prevent contact with endothelial tissue. On (B)(6), the pt woke up looking very swollen in the right side on the face. The pt called her clinic and was told to take some antihistamine. The pt is a nurse herself and has easy access to medicine due to drs around her. But the antihistamine did not help at all. The dentist called the pt on (B)(6). The lower lip and tongue of the pt were swollen now and the pt had difficulties with swallowing too. The dentist recommended seeing a dr or an ER as soon as possible. The pt went to a dr who subscribed cortico-steroids ("binyrebarkhormone"). After having had the cortico-steroid, the pt is alright again and the swallowing disappeared within some hours.

Manufacturer narrative:
This report is being submitted as a result of corrective action measures to FDA findings.